Event description:
Time of adverse event: after vessel closure. Adverse event: loss of limb pulse, leg cold, occlusion, thrombus. Device issue: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, two days after uneventful arteriotomy closure, the patient developed a cold leg with diminished limb pulses. An angiogram revealed an occlusion of the common femoral artery due to thrombus. A thrombectomy was performed and the vessel was surgically repaired. Hemostasis was achieved with surgical closure. It was reported that the clip deployed in the intended location, achieved hemostasis, and remains in the vessel. The pt was discharged three days later in "good condition." There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.